Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient will have her scs lead removed due to a suspected fracture. Surgical intervention is planned to address the issue. Note the lead is placed peripheral, off label use.